Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, two ventilator inoperative error codes were found in the device's error log. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. No foam particles were found during the evaluation. No repairs were performed. The device will be scrapped per the customer's request.